Manufacturer narrative:
Operator of device is unknown; no additional information was received. No product or photographic evidence were provided; thus, the failure mode reported could not be investigated and a root cause could not be determined. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that, during quality control testing of tubing sets with new pumps, they failed to meet delivery accuracy specifications. No patient injury was reported.